Event description:
The user programmed the pump to deliver at a rate of 8 ml/hr. After infusion ran for 2-1/2 hours, the user noticed that the device was delivering at a rate of 80 ml/hr. Once this was discovered, the user changed the rate to 8 ml/hr and continued the infusion; no patient injury was reported.